Event description:
I haven't had my menstrual cycle in over two months but I am definitely not pregnant. I can feel where the coils are. I have sharp pains in my abdomen area, as well as sharp pains shooting through my hip. Before the essure, I had a normal menstrual cycle, going 30 days between cycles.